Manufacturer narrative:
A quality-safety evaluation was updated and received on 30-aug-2016: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-sep-2016 for the following meddra preferred term: pain in extremity. The analysis in the global safety database revealed 41 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Follow-up received on 12-sep-2016: no consent was received from consumer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced stings in legs. She became more and more wheelchair / walker / crutches dependent and was not able to / was not allowed to drive a car anymore. She was not working anymore for 6 years. She had essure coils and fallopian tubes removed. A week after the surgery she noticed a decrease in stings in legs and no more waddling walking. According to additional information received, this case became legal. Stings in legs is listed in the reference safety information for essure while waddling walking is unlisted. Both are serious due to their medical importance. In this case, consumer consulted many care providers but they could not diagnose the origin of the complaints. Considering that pain in legs may occur with essure therapy, a causal relationship cannot be excluded. With regards to the other event, considering that the exact cause was not reported and that essure has a local action in fallopian tubes, a causal relationship can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on 25-sep-2015 who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer reported that since (B)(6) 2009 patient has inexplicable complaints, which got worse over time. The complaints started about half a year following insertion of essure. The consumer consulted amongst others general practitioner, neurologist, specialist internal medicine, gynecologist, dermatologist and physiotherapist, but these care providers could not diagnose the origin of the complaints. The consumer became more and more wheelchair / walker / crutches dependent and was not able to / was not allowed to drive a car anymore. She was not working anymore for 6 years. She recognized the complaints which were mentioned in the telecast on (B)(6) 2015; she also had complaints of hair loss and dental problems. She finally decided to have the essure removed and on (B)(6) 2015 essure coils and fallopian tubes have been removed. A week after the surgery she noticed a decrease in pain in tail bone, less stings in legs and no more waddling walking. The consumer is convinced that her complaints were caused by essure. Product technical complaint (ptc) investigation result received on 09-oct-2015: ptc global number (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred term: pain in extremity. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced stings in legs. She became more and more wheelchair / walker / crutches dependent and was not able to / was not allowed to drive a car anymore. She was not working anymore for 6 years. She had essure coils and fallopian tubes removed. A week after the surgery she noticed a decrease in stings in legs and no more waddling walking. Stings in legs is listed in the reference safety information for essure while waddling walking is unlisted. Both are serious due to their medical importance. In this case, consumer consulted many care providers but they could not diagnose the origin of the complaints. Considering that pain in legs may occur with essure therapy, a causal relationship cannot be excluded. With regards to the other event, considering that the exact cause was not reported and that essure has a local action in fallopian tubes, a causal relationship can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.